Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 485 mg/dl and 220 mg/dl. The customer was assisted with troubleshooting declined for high blood glucose. The customer was treated with bolus for high blood glucose. Customer stated that auto mode feature was not active at time of high blood glucose event. Customer states the cannula was bent. The insulin pump will not be returned for analysis.